Event description:
It was reported that a cartridge alarm. There was no information provided regarding any impact on the customer¿s blood glucose level. No additional actions or outcomes were reported, and the device was not returned for evaluation.